Manufacturer narrative:
(B)(4). Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm, a21 alarm, unexpected pump history reset or history anomaly noted. Unit was monitored for 1 day. No unexpected low battery alarm or unexpected off no power alarm noted. Unit uploaded properly using carelink. Unit had cracked reservoir tube lip and a corroded battery tube.

Event description:
The customer reported via phone call that they visited the emergency room due to no insulin delivery on unspecified date with a blood glucose of 545 mg/dl. Customer reported insulin pump had no delivery alarm and diminished battery life. The customer declined the troubleshooting. The insulin pump was returned for analysis.